Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. . The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number ramping anomaly was noted on the display. The boluses programmed and delivered properly. No bolus anomaly was noted. A cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It was reported that the customer took a bolus and the numbers started ramping until they reached max bolus of 10 units and then started ramping again. The customer disconnected before insulin reached the body. The customer was unable to clear the numbers from the screen. They replaced the batteries and now the device is working, but the customer still wants to replace the device. The customer has been using a pen since the incident. The customer's blood glucose was 11.2mmol/l. Nothing further was reported.